Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (tbhcg) result from a single patient sample that was generated by the synchron lx i725 instrument. A sample of pregnant ER patient was tested tor tbhcg and a result of 0.0mlu/ml was obtained. The patient sample was retested on a different instrument in the customer's lab for tbhcg and the result was 1,50mlu/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed or connected with this event.

Manufacturer narrative:
The customer did not report calibration or qc issues at the time of this event. No other samples or assays were questioned at this time. The sample type was serum and customer observed no problems. The customer reported many level sense errors around the time of the event. Per bci service, this could be indicative of a hardware issue or low volume aliquots from the cta. An operator called beckman coulter inc. (Bci) hotline and was asked to check closed tube accessing (act) syringes. Some leakage was noted and the operator replaced the syringe. A field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and discovered a slightly bent probe which could falsely detect the cta dispensing insufficient volume of liquid. The fse replaced the probe. Hardware issues addressed by the operator and the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.